Manufacturer narrative:
Received one used list# 144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer; lot# unknown --> one used list# unknown, 20ml syringe; lot# unknown. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed. The returned sample was tested and performed to product specifications. A device history record review could not be conducted because no lot number was identified. Corrected information can be found in: e1 - initial reporter region state, e4 - initial report sent to FDA, h6 - adverse event problem component code.

Manufacturer narrative:
The device has been received for evaluation however investigation is not yet complete.

Event description:
The event involved a 60" (152 cm) smallbore ext set w/clamp, rotating luer where the customer reported issues with administration; medication won't flow out of tubing when unclamped on the floor. The customer stated that the clamp pinches so tight that the flow was restricted - little to no solution comes out when lots of pressure was applied. This was usually put on a pump, that likely does not apply that level of force. The complaint was originated from the hospital inpatient pharmacy who are responsible for prepping the medication prior to sending to the neonatal intensive care unit. The medication that was administered at the time of the event was ampicillin and was sent in a bd syringe with the tubing attached and primed with medication. When nursing unclamped the medication to administer, the medication did not flow out of the tubing. There was patient involvement, but harm was not reported as a consequence of this event.